Event description:
It was reported that during an infusion pump refill the patient's pump had a higher residual volume than expected. Also, the low battery alarm was not going off in the office and the patient had not heard it. When the pump was interrogated prior to replacement, the low battery alarm was going off. The health care professional tried to aspirate the drug from the reservoir but was not able to aspirate. It was noted that there should have been approximately 13 cc in the pump. The scrub technician proceeded to remove the silicone port in the hopes of retrieving the drug. It was noted that the pump was removed prophylactically to avoid in-vivo battery depletion. The patient recovered without sequelae. The drugs in the pump were dilaudid, bupivacaine, and baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found significant corrosion on the gear train. Also, the stall algorithm was not triggered, so no stall alarm occurred.

Manufacturer narrative:
Product ID 8703w, lot# l35841 implanted: (B)(6) 1995, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.